Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted during this time. The device failed a self-test due to a low battery on the (B)(6) 2015, a fresh pad-pak was installed and the device passed a self-test on the (B)(6) 2015 and continued to perform successful self-tests up to the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.